Event description:
While wearing the external equipment, the patient reportedly experienced overstimulation and intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. Testing confirmed that device was not functioning. Surgery to explant the patient's c1 device has been scheduled.